Event description:
Pt reports increasing asymmetry of breasts over last 8 years and that pt was involved in an auto accident in 1992 with trauma to chest. Had mammogram with breast ultrasound in 2000. Referred for evaluation and treatment. Bilateral implants were removed. Both implants were ruptured with total deterioration of the shell and had free gel in the intracapsular spaces. Bilateral capsules were noted to be very thickened with severe calcifications and moderate siliconomas.